Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the lid for the battery hand-piece modular system was too tight to lock/unlock. Another lid was used instead and it was also tight although the surgeon managed to use the second lid and complete the operation. This report is for the unknown battery hand-piece. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for battery hand-piece, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.